Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported that the dialyzer clotted during the patient¿s hemodialysis (hd) treatment on a fresenius (B)(4) machine. The fresenius technical support representative advised the biomed to check the blood pump pressure as outlined in the preventative maintenance (pm) manual and calibrate the arterial and venous pressures. Additional information was requested, however a response was not received. It was initially reported that the patient did not experience an adverse event or serious injury as a result of the reported issue. The patient's estimated blood loss (ebl) was not provided. No parts nor samples were returned to the manufacturer for a physical evaluation.